Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture at maximum output, noise and low impedance. The lead was capped and replaced.